Event description:
It was reported that a customer's pump had a cracked or shattered touchscreen and the screen was unresponsive. There was no reported impact on the customer¿s blood glucose level. The pump was confirmed to start, charge, and be recognized by a computer, and the device was scheduled to be returned. A replacement pump was provided with a new serial number.